Event description:
N/a.

Manufacturer narrative:
Providing an update to the evaluation root cause. It was previously reported that the investigation could not confirm the reported failure. The engineers have reconsidered this conclusion, and believe that the inner lumen kink could cause the reported failure. The product was returned with the membrane completely unfolded and no blood was found on the catheter tubing. The sheath was not returned for evaluation. A kink was found on the inner lumen approximately 15.2cm from the iab tip. - a laboratory insertion test was unable to be performed due to the membrane being unfurled. - an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The reported failure of ¿difficult. Unable to insert iab through sheath¿ was mostly triggered by an inner lumen kink found on the balloon membrane. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Manufacturer narrative:
Occupation: chief of cardiology; (B)(6) the product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during insertion, the intra-aortic balloon (iab), would not completely pass through the sheath. The physician tried several times without success. No new balloon was used. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and no blood was found on the catheter tubing. The sheath was not returned for evaluation. A kink was found on the inner lumen approximately 15.2cm from the iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. Per IFU the one-way valve must be aspirated to 30cc while leaving the one-way valve in place attached to the extracorporeal tubing leur to ensure vacuum is maintained throughout insertion. A lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.